Manufacturer narrative:
The technician was unable to duplicate the event but noted that the device had corrosion affecting the rotor and motor.

Event description:
It was reported that during a procedure at the user facility, the core micro drill was running by itself when plugged into the console. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.